Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer stated down button is not responding and that part of the plastic is cracked . The blood glucose reading was 168 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no button response due to corroded keypad traces. The device also was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, broken reservoir tube and lip, and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.